Event description:
Pt was admitted to the hosp for removal and replacement of bilateral breast implants secondary to deflation of right double lumen breast implant. At the time of surgery, it was noted that the right breast implant was leaking silicone. A near total capsulectomy was done on the right side and the pocket was revised. Pt had bilateral mastectomies in 1981 for breast cancer. Pt then had right latissimus dorsi flap and bilateral breast implants placed in 1982. Pt requested possession of her surgically removed breast implants. Her request was granted.